Manufacturer narrative:
Device history record for the lot reported was reviewed and no issues were observed. Product was manufactured, sterilized and released per validated procedures. The sample was not returned to new world medical; therfore, the issue could not be confirmed.

Event description:
Endophthalmitis post-op (cataract extraction with intra-ocular lens) on the patient's left eye using kdb. Follow up information provided by customer regarding patient health status and treatment: vision post-op was "hand motion," and was treated by a vitreo retinal specialist. Injected intravit vancomycin and ceftazdime, and 80 mg of oral predisone. Vision is now 20/60, with vision improving and eye feeling much better.